Manufacturer narrative:
Results - as received, the ipg was non-responsive. According to the eon mini dfu review, there is adequate info for preserving the ipg when not in use. The dfu states that the ipg battery should not remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system on (B)(6) 2009 including an ipg and two percutaneous leads. It was reported that the pt had not recharged his ipg for an extended period of time. As such, the device was depleted. Surgical intervention was undertaken to replace the pt's ipg, and effective stimulation was recaptured as a result.